Event description:
The consumer states when the chair is turned on all the lights come on. Then when the consumer pushes the joystick to move the chair, it shuts down.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.